Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 21cm x 12mm ipp device with 100ml reservoir was implanted. It was further reported that the explanted device was an ambicor penile prosthesis (app) device. Six months prior to surgery the patient noticed a bulge in the right corpora. There was an aneurysm in the right cylinder. Following the surgery the patient's outcome was excellent and the patient was doing well. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.